Event description:
It was reported that during a cholecystectomy procedure that the clip did not feed into the jaw properly after second clipping. Also it was found that some part of metal was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.